Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to this complaint as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during procedure to treat the ruptured aneurysm embolization at the mca (middle cerebral artery), the several coils were filled and prepared to deploy the stent. When delivering the stent to go into proximal of the subject microcatheter, the vasospasm occurred at the mca and the patient condition was not being stable (probably because of the vasospasm which led to the related indicator not stable). Therefore, the physician decided to stop the procedure. The vasopressor was administered to the patient to treat the vasospasm and the vasospasm was resolved. It was alleviated before the craniotomy procedure. In physician¿s opinion, the cause of vasospasm might be due to the stimulation caused by repeating tension releasing. The physician was not sure whether the vasospasm was related to the subject microcatheter since everything was performed according to the instruction and no direct relationship was discovered. The patient did not suffer any adverse consequences as a result of the vasospasm. The patient¿s current condition is now stable.

Manufacturer narrative:
This is 2 of 2 reports. The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure to treat the ruptured aneurysm embolization at the mca (middle cerebral artery), the several coils were filled and prepared to deploy the stent. When delivering the stent to go into proximal of the subject microcatheter, the vasospasm occurred at the mca and the patient condition was not being stable (probably because of the vasospasm which led to the related indicator not stable). Therefore, the physician decided to stop the procedure. The vasopressor was administered to the patient to treat the vasospasm and the vasospasm was resolved. It was alleviated before the craniotomy procedure. In physician¿s opinion, the cause of vasospasm might be due to the stimulation caused by repeating tension releasing. The physician was not sure whether the vasospasm was related to the subject microcatheter since everything was performed according to the instruction and no direct relationship was discovered. The patient did not suffer any adverse consequences as a result of the vasospasm. The patient¿s current condition is now stable.